Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8784, serial#: unknown, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-feb-2020, UDI#: (B)(4); product ID: 8784, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving dilaudid with concentration 2 mg/ml at a dose rate of 1 mg/day via an implantable pump for non-malignant pain. It was reported during the surgery today ((B)(6) 2019) the catheter had to be revised twice because first there was an issue of the catheter being embedded in the tissue and the physician could not get it loose from the tissue. Then after it was revised with a model 8784 and attached to the pump, it could not be aspirated via the catheter access port (cap). It was noted that there may have been a scalpel that nicked/touched the catheter so a new 8784 was utilized. No patient symptom was reported. No further patient complications have been reported as a result of this event.

Event description:
2 additional information was received from the rep on (B)(6) 2019. It was reported that the replacement on (B)(6) 2019 was due to pump not being refilled in a timely manner because patient had moved to colorado and it took some time to find a pain management doctor. There was no issue with disconnecting the catheter from pump once the catheter was cut to free from tissue. All cut portions of catheter were removed from the body. It couldnot be confirmed if the nick/cut from the scalpel was the reason for the inability to aspirate. Unknown but visual of catheter looked as if there was a small cut. This was not on the 8784 portion of the catheter, but rather past the collete on the original piece of catheter. Both pieces of catheter were thrown in trash, they will not be returned. Doctor did not deem necessary. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, product type catheter product ID 8784, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019. Product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.